Event description:
It was reported that approximately six months post anatomical total shoulder arthroplasty, the patient underwent partial revision of the implants due to subscapularis tendon failure. There was no information provided regarding the implants that were replaced or the relationship of the device or procedure to the subscapular failure. There was no reported clinical consequence to the patient for the revision surgery.